Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be illegible print & missing print. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) did not provide sufficient information about the product and its medical application as they did not agree with the statement saying missing information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional, inadequate or insufficient training in relation to bardex i.c. Aquafil for the european community female length foley catheter, no french size was specified.